Event description:
It was reported the high voltage impedance was high, greater than 200 ohms, with a potential fracture. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) defib conductor fractured (flexed, clavicle rib); full lead was returned and analyzed.